Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the device had a battery drawer end cap, high rate cover, and control knob in need of replacement. It was also noted that the upper case main keypad, lower case, atrial keypad, manufacturer label, knob spring, bail cover and attachment, and washer insulator were also in need of replacement. The device was not repaired due to customer's request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery drawer end cap, high rate cover, and control knob. The epg has been returned for repair. There was no patient involvement.